Manufacturer narrative:
(B)(4). Additional information provided: describe in detail how he detached the pan from the reload. As the sales rep arrived to the hospital, he was shown the fired instrument and cartridge before the sterilization process . As he thought the sterilization process might harm the cartridge , he decided to detach the metal pan and take the pictures before that. Did he use tweezers or a sharp object to remove it? He did not use any instrument. The metal pan was loose and with a very slight pull with his fingers he detached it. (According to the rep the metal pan would have not fallen off without his interference). Did he grasp or wedge the reload in such a way that the surface may have resulted damaged? No. All was done with extreme careful. Before he removed the metal pan, was it loose or out of alignment respect to the alignment tab? It was loose , yet it was still attached. There were no visual evidence for misalignment. Did he put again the cartridge reload in the instrument? No. Did he fire or try to fire the device? Based on the rep visual examination ,as the rep related the incident to the cartridge and not the device , and before sending the devise to sterilization ,the rep initiated a full fire cycle with the device without a cartridge by bypassing the lockout mechanism with his nail. This was done together with the o.r. Staff with the purpose of examining it and find immediate reason for the incident. The cycle was completed with no abnormalities.

Manufacturer narrative:
(B)(4). Cartridge normally, sleeve patients are released after 3 days of hospitalization, but with this patient after the fourth day the patient is still in the hospital to make sure there are no post operative complications that may require immediate surgical intervention, but so far the patient has not demonstrated such symptoms. One long60 device was returned in good visual condition and with a cartridge present. The reload was received fully fired and with the pan detached. Upon further inspection, it was noted that the cartridge deck and one piece sled were damaged. This damaged is consistent with the device being clamped over a hard object. When this happens the cartridge gets indented therefore there is not enough space for the sled pushing the driver to continue its run, this is the reason why the sled gets damaged. When placing the instrument on the tissue to be stapled, ensure that no hard obstruction (such as a clip) is included with the tissue inside the jaws. Please reference the instruction for use for warnings and precaution regarding firing across hard objects. The device was tested for functionality with a test cartridge and it achieved a complete 3-strokes fire without any difficulties noted. The device opened and closed as intended. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications prior to shipment.

Event description:
Additional information: on what tissue type was the device used? Stomach. At what location on the tissue? Lower stomach (antrum ). Was it used on thick tissue? Yes. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? 2nd. During which stroke did the event occur? All the way. What color cartridge was being used? Gold. Was the cartridge correct inserted, did they hear the 'click'? Yes. What other color cartridges were used before and after this event? Green, blue. Was buttressing material utilized? No. If so, which product? Was the instrument fired across or near an existing staple line or clip? Following the previous line. Were any unexpected noises heard? No. If so, when? Were any of the forces higher or lower than expected (closing, firing, or opening)? No. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Surgeon think - yes, but he doesn't remember. Was there any difficulty removing the device from the tissue? No.

Manufacturer narrative:
(B)(4). Corrected: three photographs of the subject staple cartridge were returned and reviewed. The event description relative to the patient side incomplete staple line was confirmed. The photographs, however, do not provide any evidence to how or why the single piece sled became damaged or the metal cartridge pan separated from the staple cartridge body. The preliminary analysis showed that one long60 device was returned in good visual condition and with a cartridge present. The reload was received fully fired and with the pan detached. Upon further inspection, it was noted that the cartridge deck and one piece sled were damaged. This damaged is consistent with the device being clamped over a hard object. The device was tested for functionality with a test cartridge and it achieved a complete 3-strokes fire without any difficulties noted. The device opened and closed as intended. During additional inspection of the cartridge, damage was also found on the internal bottom surfaces of the cartridge possibly being the root cause of the reported event and not due to the device being clamp on a hard object. The reasons for this damage are still being investigated.

Event description:
It was reported that during a sleeve gastrectomy procedure surgeon used the device and after separating adhesions began using the endocutter. A green reload was used for the first firing and the firing sequence went well. Then a second reload was used, a golden one. The surgeon placed the endocutter's jaws on the tissue and waited 30 seconds before firing. According to the surgeon he sensed nothing out of the ordinary during the firing. After the jaws were opened a bleeding was noticed at the stomach proximal margins, and the surgeon used a "suction" to clear the field of view since he believed it to originate from a small vessel under the stomach. After cleaning the "plastic bougie" was clearly visible through a large opening in the proximal side of the stomach. It became clear that the whole staple line of the second reload was formed only on the distal side but not on the proximal one. Proper staple line formation was inspected and confirmed on the specimen part that was resected and removed. The surgeon opened a new device and continued the resection using blue reloads. No incidents reported on those firings. At the end of the resection stage the surgeon amended the open stomach using sutures. Later he performed a methylen blue inspection which went well with no leakage. The surgeon then used biological glue - "evicel" over the staple line and sutures. The patient remained with a nasal drain. The procedure was prolonged by 90 minutes. Procedure was completed with same like product.